Event description:
It was reported that the pump was removed due to a staph infection. No other info was provided at the time of this report. Additional info has been requested from the hcp, but was not available as of the date of this report.